Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of a battery out limit alarm during normal use and high blood glucose of 404 mg/dl. Customer's blood glucose at the time of the call was 159 mg/dl. Troubleshooting assisted with reprogramming the pump as the customer recently received a replacement battery cap.